Event description:
The manufacturer received information alleging a "low circuit leak" alarm condition occurred. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, damage to the flow sensor assembly was observed. The device's flow sensor assembly was replaced to address the issue.